Manufacturer narrative:
Add'l requests have been made for operative notes for both the pt's outpatient procedure and subsequent hospitalization. The implanting center has stated they believe that the ams 800 device was not involved and will not release the requested info. Should add'l info become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent. Devices explanted on (B)(6) 2011: balloon: serial#: (B)(4), catalog#: 72400024, manufacture date: 10/07/2010. Pump: serial#: (B)(4), catalog#: 72404127, manufacture date: 10/18/2010. Connector: serial#: (B)(4), catalog#: 720066-01, manufacture date: 09/02/2010.

Event description:
Originally implanted (B)(6) 2010 with an aus device. A revision surgery was planned on (B)(6) 2011 to decrease cuff size. Two physicians were present at the case, they thought they would decrease the size of the cuff. They made a perineal incision, down to the cuff, and disconnected the tab, they left the cuff attached to system in order to test it. As the cuff began to refill they noticed discoloration of fluid filling in the cuff. Realizing the system had been compromised, the decision was made to replace the entire system. A second incision (suprapubic) was made and they began dissecting to get to the balloon. During the dissection there was bleeding that was unusual. They tried to locate the location of the bleeding and were unsuccessful and could not get the bleeding under control. Once the pt was stable the decision was made to transfer the pt from an ambulatory care setting to the hospital. The pt was admitted to the hospital and went to the operating room where the location of the bleeding was located in the iliac vein. The pt received two units of blood and discharged from hospital on (B)(6) 2011. Ams is unsure if the second aus implant attempt was successful or if the components were removed in the operating room on (B)(6) 2011. We have requested and have not received the devices for analysis. The exact cause of this event has not been determined but one of the doctors in the case told the ams rep that he believed the balloon had "attached to the iliac vein".